Event description:
The customer called and reported receiving a no delivery alarm on her insulin pump and noticed air bubbles. The customer's blood glucose was 132 mg/dl. Complete troubleshooting steps could not be performed as customer had already performed set change. The insulin was reportedly stored at room temperature. Customer was advised to monitor the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.